Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-02894 and correct the initial report submitted on may 25, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was unable to deliver air due to the gas flow pilot turns on and it beeps. There was no report of patient injury associated with the event.